Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead had high pacing impedance and high capture thresholds. The patient was asymptomatic. Programming changes were made and the patient was in stable condition.